Event description:
It was reported that the lead was explanted and replaced due to exit block.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.